Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was inaccurately delivering insulin. Troubleshooting revealed that the recorded total daily dose of insulin did not match the programmed basal rate. The reporter stated that the patient had a blood glucose level over 250 mg/dl but under 500 mg/dl. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: the total daily basal delivery totals were calculated to the black box data from (B)(6) 2015. All of the basal totals added up correctly to the total daily dose and basal program set by the user. On the date of the complaint the black box data indicated an interruption in delivery caused by multiple warnings and an interruption in delivery caused by a replace cartridge alarm. The pump was exercised for 24 hours and there were no interruptions in delivery. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.